Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. It was noted that the arctic sun device had failed circulation pump. They could see water go up half the tube and stop. They checked for vacuum, but it was weak. They stated that would discuss issue with manager and order the part. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had failed circulation pump. They could see water go up half the tube and stop. They checked for vacuum but it was weak. They stated that would discuss issue with manager and order the part.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had failed circulation pump.they could see water go up half the tube and stop. They checked for vacuum but it was weak. They stated that would discuss issue with manager and order the part.